Event description:
On 01/17/2001, the MFR received a medwatch report (uf # not provided) from the facility that states the following: the device was placed in 2000 for administration of chemotherapy. History of abnormally functioning catheter. Extremityus and ivc venogram revealed evidence of fractured catheter, tubing area. Catheter retrieved without adverse events. No further details are available at this time.